Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(6). Livanova initiated an investigation. DHR review revealed no non-conformities related to the device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 500mm became unusable due to an error message saying broken during a procedure, so the tube was removed, then after a while it recovered. The procedure was continued. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: the complained unit was returned to livanova for further investigation. The problem could be reproduced. After the unit disassembling it was noticed that dirt was present on the occluder mechanism. The unit was internally cleaned and retested with no issue. It cannot be ruled out that a dirt accumulation inside unit over time, may have led to the reported error.